Event description:
The reporter states the lancet protrudes beyond the end cap of the multiclix device. This has happened with different lancet drums. No adverse event reported. The suspect device was returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.